Event description:
Customer reports back to back testing on the same meter while using the aviva system with results: 83mg/dl to 51mg/dl, 51mg/dl to 86mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.